Event description:
The customer reported an incomplete symptom of "error-main software 0x00100012". There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported an incomplete symptom of "error - main software 0x00100012". There was no report of patient involvement or adverse patient impact. Philips evaluated the device and confirmed a malfunction. Philips recreated the customer issue and reported pace operational check failure and operational check device log entries confirming a therapy circuit issue. Philips replaced the therapy and power pcas to resolve this issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.